Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. The patient is showing as connected via merlin.net as of the closure of this investigation.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. The ICD was interrogated and there were no patient consequences reported.